Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of production records found no indication of product deficiency. Based on the obtained information, it was presumed that repeated bending and tensile stress generated by wire manipulation during delivery of multiple devices might have contributed to the wire fracture. The stress was accumulated on the guide wire probably when the tip of the guide wire was being trapped by the lesion. When the accumulated stress exceeded the product's design limit, it caused the core wire to damage. The damaged core wire eventually fractured and separated by tensile stress generated with wire removal. At the same time, the coil wire was assumed to be elongated and eventually fractured. Instructions for use (IFU) states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi guide wire was used to cross the lesion during a pci to treat a lesion in the lcx #12. After the guide wire crossed the lesion, a scoring balloon catheter was delivered but failed to cross. Several attempts were made with multiple devices; however, none could cross the lesion. Therefore, the intervention was decided to terminate and the asahi guide wire was removed when the guide wire was noted being trapped in the lesion and the tip segment became separated. The physician determined to leave the separated tip in situ as the separated tip (radiopaque segment was approximately 1mm long) was located distal to the lesion and the patient was stable. The patient was planned for follow-up next week and transferred to the ICU for routine monitoring. On (B)(6) the tip fragment was confirmed to stay in the same location. Another procedure was performed to treat lad #8 with stent deployment. An intra-aortic balloon pump was placed and the patient was returned to the ICU for monitoring. Around (B)(6), CT showed that the tip fragment (possibly unraveled coil wire) reached over the aortic arch. At the time the patient was unstable with pneumonia so that any treatment was able to be given. In (B)(6), the patient developed sub-acute stent thrombosis at the stent deployed in the lad #8 and deceased. The physician commented that the patient death was not attributed to the tip fragment that remained in the patient anatomy. Date and cause of death were not provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.